Manufacturer narrative:
(B)(4). The device was manufactured in jul 2013. A review of the event history log revealed no device failure or malfunction that could have caused or contributed to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A service history review was not performed as there was no previous service history for the device. A device history record review was performed and indicates that manufacture of the device is not related to the reported event. Although the device was received for evaluation, a complete sample analysis was unable to be performed on the returned device as the serial number was unknown at the time of receipt and the device was sent for servicing prior to a complete analysis being performed. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (pd) therapy. The patient was not hospitalized prior to death. The patient passed away at home during an afternoon nap. Other treatment, diagnostic testing and other interventions were unknown. Pd therapy was ongoing until the patient's death. It was reported that the patient was not connected to the homechoice at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.